Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (dose, frequency, and route note reported). At the time of this report, the peritonitis was not yet resolved, the patient was not recovered, and dianeal therapy was ongoing. No additional information is available.